Manufacturer narrative:
(B)(4).

Event description:
Patient reported the down button on the pump is not always working correctly; the issue is intermittent. No adverse event reported. Requested return of the alleged device for evaluation and replacement was sent.